Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Post pci the patient suffered cardiogenic shock. The patient was treated with medication but the patient's condition worsened due to cardiac arrest. The patient died. The cause of death was non-sudden cardiac death. The investigator assessed the event as not related to the index device or antiplatelet medication.

Manufacturer narrative:
Cec adjudicated that the death was a cardiac death. No stent thrombosis. If information is provided in the future, a supplemental report will be issued.